Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) displayed odd video artifacts across the screen. They described it as a grid that covered everything and made certain areas very difficult or impossible to read. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: secondary monitor: model #: et2403lm. Serial #: (B)(6). Recorder: model #: ws-140p. Serial #: (B)(6). Keyboard: model #: m01394-k. Serial #: (B)(6). Mouse: model #: ni serial #: (B)(6).

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) displayed odd video artifacts across the screen. They described it as a grid that covered everything and made certain areas very difficult or impossible to read. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) displayed odd video artifacts across the screen. They described it as a grid that covered everything and made certain areas very difficult or impossible to read. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) displayed odd video artifacts across the screen. They described it as a grid that covered everything and made certain areas very difficult or impossible to read. The system was in patient use. No patient harm was reported. A warranty exchange was issued. Investigation summary: the returned unit was inspected and underwent more than 20 days of functional testing. The reported video issue could not be duplicated. All tests passed and the unit operated within specifications. No hardware faults were identified. Root cause: could not duplicate. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: secondary monitor: model #: et2403lm serial #: (B)(6). Recorder: model #: ws-140p serial #: (B)(6). Keyboard: model #: m01394-k serial #: (B)(6). Mouse: model #: ni serial #: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.